Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 92.3% of expected was less than the predicted value based on the available programmed parameters. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The device reached elective replacement indicator (eri) on 21nov2015. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Sensing integrity counts went up to 10972 (within 2567 days).

Event description:
It was further reported that the device reached normal elective replacement indicator (eri), and was removed and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: t510c29, tissue valve, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient underwent valve replacement surgery and, since then, there was a high number of sensing integrity counter (sic) with no oversensing. It was believed that this was due to electromagnetic interference from cautery during the procedure. The device remains in use. No patient complications have been reported as a result of this event.